Event description:
On (B)(6) 2025 the user¿s caregiver reported that the ilet device could not be unlocked while attempting to pair with a dexcom cgm, and three cracks were visible on the screen. The device was no longer usable, and a replacement was arranged. No ems, hospitalization, or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.